Manufacturer narrative:
Correction to section h6 evaluation code conclusion and component code. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ve ntilator generated an oxygen (o2) proportional solenoid valve stuck error when the o2 "pipe" was removed. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found that an alarm was triggered due to the opening/closing of the air-side valve and replaced the proportional solenoid (psol) valve. The ventilator passed all testing per manufacturer specification and was in working condition at the time of service. One psol was received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. There was no malfunction or product deficiency noted. Although the psol was replaced in the field, the returned component was analyzed and tested satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ventilator generated an oxygen (o2) proportional solenoid valve stuck error when the o2 "pipe" was removed. The device was available for evaluation. The service personnel inspected the ventilator and replaced the proportional solenoid (psol) valve. The likely cause of the reported event was isolated in to the psol valve. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated an oxygen (o2) proportional solenoid valve stuck error when the o2 "pipe" was removed. The patient was transferred to an alternate ventilator without harm or injury.